Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). It was noticed that the device was in vvi mode. The device was reprogrammed and parameters were restored to dddr. The patient experienced shortness of breath since the reset occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a rrt (recommended replacement time) lockup condition that prevents device programming. Measurement system lock-up issue.